Event description:
The customer reported high blood glucose. The customer ran a prime while disconnected from the pump and the insulin did not exit until 0.4u. Blood glucose were treated with manual injection. The customer performed a self-test and passed. The customer had a hypoglycemic episode the day before the call. It was indicated that the customer did not have any lunch, and then went jogging for a moderate time. It was indicated that the paramedics found the customer with low blood glucose. The customer was placed on IV drip. It was mentioned that blood glucose were normal before bedtime that night. Then the customer woke up with high blood glucose. The customer at that time did change out entire set after they did not see the insulin exit right away and treated with manual injection on top of the correction. The time and basal rates were correct. A replacement pump was requested.